Event description:
It was reported that the seal of the package containing the medical device was allegedly broken. There were no adverse consequences reported.

Manufacturer narrative:
Based on information provided by the customer, this was not a product seal issue as initially reported. The product has come through the packaging and this issue may have occurred during transit.